Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined; however, the treatment appears to be related to circumstances of the procedure. Factors that may contribute to the failure to achieve hemostasis include, but are not limited to, incorrect positioning of device, inadequate tissue capture by the clip, and delay in deploying clip after vessel locator was pulled into apposition against anterior surface of artery. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se after an attempted peripheral procedure with a 6f sheath. Contralateral access was not successful. The procedure could not be performed. Reportedly, the starclose se clip was deployed to close the access site. After deployment, pulsatile bleeding was observed. It could not be determined if the clip had deployed properly as the device was discarded immediately after use. However, there was no noted resistance or issue with deployment of the clip. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.